Event description:
The field service engineer (fse) called in stating that the customer reported a higher white blood count (wbc) and hemoglobin (hgb) results on a number of patient samples tested on the coulter lh 780 analyzer when compared with hgb results generated on another instrument which the customer considered correct. All quality control (qc) results were within specification. Fse stated the data was not available, but provided an example of one patient that the instrument reportedly recovered a higher hgb results than a rerun of the same sample on another instrument. The provided example shows the original hgb result was 12.0 g/dl and when repeated on another instrument the result was 11.0 g/dl. There were no examples provided for erroneous high wbc results. The results obtained from rerun were considered correct. The fse stated that there were no printouts available for review and as such instrument flags and messages cannot be reviewed. No erroneous results were reported outside of the laboratory. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse indicated that he replaced defective white blood cell (wbc) diluent dispenser to address issues of high wbc and hemoglobin (hgb) results due to bubbles in wbc diluent dispenser. The customer noticed the issue while running samples in secondary mode, but the problem affected primary mode as well. The customer identified that there was an instrument problem and did not report out any erroneous results. Customer to verify calibration due to part replacement. The system performance was verified by the fse. Failure mode was related to wbc diluent dispenser (pm3).